Event description:
Reporter alleged obtaining discrepant blood glucose results of 37 mg/dl and 27 mg/dl on a patient using inform system 1 compared back to back with a result of 167 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter indicated that the patient was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect used in system 1 (lot number 550514, expiration date 05/31/2009). Reference medwatch report for the suspect device used in system 2.